Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the surgeon inserted the balloon into the patient, the device did not hold pressure. The surgeon found that the inner lumen of the device was disengaged, and it is in the package. There was no patient injury.